Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor stuck inside the patient vessel and the patient needed to go under surgery. There was no blood loss at all; the patient was harmed. Additional information was received on 29jan2020. The procedure performed to the patient prior to use of the angio-seal device was a diagnostic dsa of the right lower extremity, puncture to the left common femoral. A 5fr sheath was used. A pre-deployment angiogram was performed. The anchor and the thread attached to the anchor could not be separated from the applicator. The whole device was stuck and had to be left in place after the anchor was opened inside the artery. It was removed surgically. The surgeon saw some injury in the inner wall of the artery (probably due to attempts to separate the anchor and thread from the applicator). The site was therefore corrected with a vein patch. The patient was in stable condition. Hemostasis was achieved with the angio-seal, it was left with the anchor next to the inner surface of the artery and the applicator sealed the puncture hole. The puncture site was in the common femoral artery. There was no disease or dissection present in the access site artery. There was no occlusion or thrombosis. Distal pulses were present. The anchor was not embolized.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 3211and 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. No accessory components were returned for evaluation. Visual inspection revealed that the hemostasis sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The anchor was exposed and posted at an appropriate angle at the distal tip of the hemostasis sheath. There was a slight deformation observed on the anchor. No other visual anomalies were noted. Digital pressure was applied to the posted anchor and the tamping tube and collagen deployed as intended. There were no functional anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.